Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
An 86-year-old male pt underwent aaa repair in 2007. One flex main body and two iliac leg grafts were placed. On final angiography, it appeared there was a proximal type I endoleak. Pt had a slightly angled aortic neck, but not outside and instructions for use. The physician re-ballooned and did another angiogram. This time a rupture was noted, but the pt's blood pressure was steady at 115/70. There was not enough room to place a main body extension so physician converted to an open procedure.